Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a hard drive failure. A field service engineer replaced the hard drive, installed software version 1.7.4, named and configured the station. Performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue with booting to bios. The customer mentioned that there was a delay in dispensing the medication due to this issue. There were no adverse events or injuries reported based on this event.